Event description:
It was reported that during a laparoscopic lobectomy procedure, although the first device was actuated properly at the beginning, error 5 was displayed. When the first device was reset with the torque wrench and tested, metallic sound was heard. In addition, the test did not finish, the blade was broken off. In the second device, error 5 was displayed during use. And also a metallic sound was heard. The hand piece was tested with test tip just in case, but no anomalies were found. The doctor commented as follows; the devices had been used on inner lobar and activated continuously for 3 minutes at a maximum. It took about 9 hours to finish the operation. The procedure of the operation was vats procedure at first, but changed into open procedure because of hard "synechia". This procedure change was not due to the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.